Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as MDR#6000093-2007-00938. See attached medwatch #220110000-2007-8004 (3 pages). It was reported that post a coronary drug eluting stenting treatment procedure, hypersensitivity occurred. The physician placed a taxus express2 drug eluting stent of unk size in an unspecified location. One day later, the pt developed a rash which resolved without intervention. Twenty four days later, the physician implanted a 2.75x28mm taxus express2 stent in an unspecified location. "The next day, the pt developed a whole body rash. On the day of the first stent placement, the pt was also receiving other new medications, therefore, no connection to the stent was made. After the second event, it seemed most likely that the rash was due to paclitaxel from the stent." The pt was followed by the allergy service and responded well to conservative treatment with prednisone. Further info was requested but was unavailable.